Event description:
Customer informed hotline of seeing negative anion gaps. Customer stated there is no problem with the co2 results; they believe that the na results are running low and the cl results are running high on patient samples. Customer has confirmed that na and cl controls are running on the mean. Customer has confirmed that no erroneous results have been reported out of the lab. All ise testing is being reported off the au640 back up analyzer. She stated on conversation held afterwards that there were about 6 patient results that had shown the low na and high cl results.

Manufacturer narrative:
On (B)(4) 2013 service replaced the reference electrode, cables for the reference electrode, ise data board, and ise reference valve. Following recalibration and qc, ise issues were still noted. Fse went back on (B)(4) 2013. Fse performed troubleshooting maintenance and then replaced the buffer syringe. After priming the ise, calibration was performed and passed with no issues. Qc was performed and was acceptable. Patient comparison study against au640 was performed and patient results all matched with good ise recovery and acceptable anion gaps.